Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induce issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire broke on the prograsp forceps instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: an hepatectomy surgical procedure was being performed when the device fragment fell inside the patient. Customer was not sure how long was the instrument in use prior to the issue. All the fragments were retrieved. There was not any additional surgical procedure required to remove the fragment. Patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. Instrument did not collide with any other instruments or other hard material during the surgical procedure. Fragments did not fall inside the patient during an instrument tip / accessory collision.